Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference manufacturer report: 3008829311-2018-00113, 3008829311-2018-00151. It was reported the patient had infection at each of the incision sites of the drg system. Surgical intervention was taken to explant the entire drg system. It is unknown if cultures were taken. Reportedly, the patient was treated with antibiotics. No further information was available at this time.